Event description:
Customer reported the system locked up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and logs showed a fast stop had occurred. System operates as intended.